Event description:
It was reported that while using day aligners, the patient's two last molars on the right side were not making contact when bitting down. And the last molar on the bottom left side was sitting a little high. The last visit to the dentist noted the need for a crown on one of the upper molars on the left side.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.